Manufacturer narrative:
Concomitant: model: 5076-52, lead; implanted: (B)(6) 2015.

Event description:
It was reported that an allied health professional (ahp) phoned in inquiring about adjusting the patients rate response on their imp lantable cardioverter defibrillator (ICD). The patient reported feeling their heart speeding up while driving when going hard around corners. The patient stated they would like it to either not speed up at those times or slow down more quickly after it occurs. The patient reported feeling fatigued at times and sometimes their heart speeds up too quickly. Programming options were presented and reprogramming was completed. The device remains in use. No further patient complications have been reported as a result of this event.